Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid, diarrhea and abdominal pain. The cause of the event was unknown. It was reported that the patient was hospitalized on the same day as the event onset. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.